Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of error e315 occurred as device leaked, and water invaded there while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred which led to displayed error message. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital affiliated to (B)(6) university. The device was returned to olympus and the customer¿s allegation has been confirmed and was caused by corrosion on the endoscope connector. Additionally, the device evaluation found a deformed scope connector, which caused water tightness to be lost. Leakage had occurred from the water bottle connector on the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus, that during reprocessing for a diagnostic, e315 occurred on the evis lucera elite colonovideoscope. The intended procedure was a diagnostic enteroscopy. The procedure was complete using a similar device. There was no report of patient harm or procedural delay associated with this event.